Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection procedure, the device could not be fired even when the green button was pressed, and handle was able to be squeezed. Another device was used in order to complete the case. No patient injury.